Event description:
It was reported that the patient received an inappropriate shock for rapidly conducted atrial fibrillation (af). It was noted that the device wavelet auto-collection was on, but was not updating templates. If a new template would have been updated, then the wavelet would have a match and the device would have withheld therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.